Event description:
The manufacturer received info from a third party service center alleging the ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery will be replaced to address the issue. Device has been evaluated, but the components have not been replaced pending customer approval of estimate.